Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6), 2004, and the patient was implanted in the contralateral ear with a new device during the same surgery. No other details have been provided. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Device is not available for analysis.this report is filed (B)(4), 2012.device not available for analysis.

Manufacturer narrative:
(B)(4). Device is not available for analysis.